Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the carbide insert detached from one of top grips. The brazing material was missing. Missing pieces measure approximately 0.055" x 0.155 and 0.058" x 0.121" and were not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted procedure, it was reported that the force bipolar instrument tips were bent. The procedure was completed with no reported injury.